Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced a ventricular rhythm in which this implantable cardioverter defibrillator (ICD) provided pacing when not required. The events were falling into cross chamber blanking. Technical services (ts) discussed programming options. Upon review, a previous lead safety switch (lss) from bipolar to unipolar was observed due to right ventricular (rv) lead pace impedance measurements of greater than 2,000 ohms. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient experienced a ventricular rhythm in which this implantable cardioverter defibrillator (ICD) provided pacing when not required. The events were falling into cross chamber blanking. Technical services (ts) discussed programming options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to complaint summary field to deleted comment: upon review, a previous lead safety switch (lss) from bipolar to unipolar was observed due to right ventricular (rv) lead pace impedance measurements of greater than 2,000 ohms. Removed code high impedance code.